Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced glare/haloes. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.